Event description:
Customer was admitted as an inpatient for medical treatment. Troubleshooting was performed and pump programming and function appeared to be normal. Advised customer to contact physician regarding any required changes to programmed basal rates.